Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having a blood glucose level of 477 mg/dl the day before the call. Blood glucose level was 96 mg/dl at the time of the call. Troubleshooting showed that the insulin pump was functioning properly. No further information was provided.